Manufacturer narrative:
After further review of the additional information received the following sections b5, g4,g7, h2 and h6 have been updated accordingly. Section b5: addendum for additional information: the advancer tube of 5f mynxgrip vascular closure device (vcd) seemed to be kinked therefore, it had troubling advancing as reported, the advancer tube of 5f mynxgrip vascular closure device (vcd) seemed to be kinked therefore, it had troubling advancing. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot f1932201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1932201 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of 5f mynx grip vascular closure device (vcd) failed to deploy. There was no reported patient injury. The product was stored as per labeling and opened in sterile field. There¿s no additional information available.